Event description:
It was reported that there was a loss of therapeutic effect for the past 3 weeks. The stimulation was intermittent and caused the pt's body to "shake". Then there was no stimulation sensation at the lead location. X-rays were performed, but the results were not reported. Tests were run showing that two of four contacts worked when the pt was bent over, but none worked when the pt was in a sitting position. The recharging interval with the stimulator had not changed since implant. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.